Event description:
There is no allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information stated that the patient previously presented to the hospital for shortness of breath and swelling. Patient condition improved. On (B)(6) 2010, the patient suffered an episode of vt and cardio respiratory arrest secondary to pump failure and subsequent acute respiratory failure. The patient later expired from complications associated with the cardio-respiratory arrest. Device malfunction was suspected.